Manufacturer narrative:
(B)(4). Event date: unk. Batch # u5d12x. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and the tyvek was returned along with the device. Further analysis showed that packaging contained a psee60a device and inside in it a psee45a device. As part of our quality process, the manufacturing records of this batch and lot was reviewed, and the manufacturing standards were met prior to the release of this batch and lot. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Two photos received. During the visual analysis of two photos, the following was observed: the first photo shows an echelon flex 45 device portion with a battery attached. The second photo shows a device from the shaft area inside of its opened package and the tyvek belongs to lot # u94v47. The lot number was reviewed, and it belongs to a psee60a device. Based on the photos reviewed, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during the surgery, the surgeon opened a box labelled ref. Psee60a, which contained a box labelled identified psee60a, there was a 45 mm flex echelon inside the box instead of psee60a. He discovered this when he put his 60 mm reload in place.